Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Complaint can be confirmed through the returned product analysis. Visual evaluation was completed and found that the device was fractured. The device was submitted for further analysis. Fracture analysis: a bending overload was identified as the mode of failure. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.

Event description:
It was reported that while the surgeon was attempting to use the device to implant the anchor the needle was bent and fractured as they were attempting to implant the anchor and were not able deploy the anchor. There was no report of a foreign body or harm to the patient. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). D10: medical products: item #: 110024773, juggerstitch curved implant; lot #: 67338048. G2: foreign japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.